Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
A consumer reported that after having bilateral intraocular lens (iol) implant procedures, he has noticed blurry vision that interferes with reading. Bright lights are also bothersome and interfere with driving at night. In a follow up, the surgeon reported that the events continue and the cause is unknown. The consumer is going to continue to manage the events with his surgeon. There are two medical device reports associated with this event.. This report is associated with the right eye.